Event description:
On 05/15/2024, intuitive surgical, inc. (Isi) received user facility report 2400930000-2024-8001 stating: provider was trying to clean off the force bipolar while the instrument was inside abdomen. The force bipolar instrument broke. Instrument was removed and inspected for integrity. Instrument seemed intact, upon removal. But, while being inspected, a piece broke off outside of the patient and handed off the field. X-ray confirmed there was no retained object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.